Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ar-9401-13 was returned with a pin c4481 stuck inside. The pin met specifications of drawing c4481 rev. 5. Note that the tolerance of the upper end of the pin diameter was decreased from ± .005 to +.001/-.005 in a subsequent revision. The devices met specifications. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported that the pin from ar-9207s kit (lot:11536563) was introduced into the ar-9401-13 cut guide. Pin bound up in cannulation causing guide to spin and breaking off two ar-9202 version rods. Pin was not able to be removed from guide.